Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the tip of the probe broke off and fell into the patient. In addition, a piece of the teflon pad broke off. The procedure was completed with a different but similar instrument. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The thunderbeat hand instrument has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, teflon pad damage can results from continuous activation of the output without tissue between the prove and jaw. If additional information becomes available at a later time, this report will be supplemented.